Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels range (242-309 mg/dl) the customer would deliver boluses via the pump or manual injections to stabilize bg levels. Reportedly, the contact spoke with the health care provider who adjusted pump settings. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.